Event description:
A customer reported an altitude alarm on their insulin pump, which was not a recurring issue with the device. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer, who routinely maintained their pump, would use multiple daily injections (mdi) as a backup therapy while waiting for the replacement pump. Technical support decided to replace the pump under warranty and informed the customer about the steps for returning the problematic pump. The customer acknowledged the instructions and was advised about the delivery and training for the replacement pump.